Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 3.0 inr/2.3 inr, 4.0 inr/2.8 inr, 3.8 inr/2.9 inr, 4.5 inr/3.4 inr no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.

Manufacturer narrative:
(B) (4). Customer returned meter (B) (4) for investigation. The complaint is not confirmed. The meters uom is locked to mg/dl. Errc-4 was observed with the returned battery therefore brand new battery was used for testing. This is a final report.

Event description:
The customer reported he received an error-4 display message on his blood glucose meter upon test strip insertion. The customer reportedly experienced symptoms of blurred vision, dizziness and lightheadedness, and took his regular diabetes medication (metformin) to counteract the event. The customer additionally reported he was seen by a doctor, diagnosed with hyperglycemia and treated with an insulin shot. There was no report of death or permanent impairment associated with this event.